Manufacturer narrative:
B5: additional information has been obtained and provided. H10: per additional information from the customer: 1) the subject device was reprocessed with a valid procedure before it was returned to olympus. 2) manual pre-cleaning was carried out according to the manufacturer¿s instructions. 3) neodisher was used for cleaning/disinfecting. 4) the outer surfaces were cleaned. 5) brush cleaning was performed on all channels. 6) all ducts were flushed with cleaning solution. 7) all channels were flushed with water. 8) all ducts were flushed with air. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water channel and cylinder could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. - the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
Per additional information obtained, no defect was found in reference to the subject device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the air water cylinder and tube had foreign objects. Other issues found were: the air water cylinder had discoloration, the suction cylinder had discoloration, the forceps channel port has a scratch, bending angle in up direction is out of value due to wear of angle wire, the light guide lens has a crack, the bending tube is damaged and the universal cord has a scratch. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had insufficient angulation and pixel errors on the image. There were no reports of patient harm. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the air water cylinder and tube had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.